Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "constant ds occ" was unable to be reproduced. A review of the event history log revealed multiple downstream occlusion alarms messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide loose and out of specification. The downstreamtubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.